Manufacturer narrative:
Boston scientific's post market qualty assurance laboratory cannot confirm obserations of lead dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead had dislodged five days post implant. A revision procedure was performed to reposition the lead. However, after several attempts, an adequate position could not be found. Therefore, the lead was removed from service and replaced without further incident.